Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and observed hemostatic valve air leakage and air was drawn into the sideport issues. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 05-feb-2025. Visual inspection, back pressure test of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. The hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. No bubbles were detected. The air flows back and hemostatic valve leak issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and observed hemostatic valve air leakage and air was drawn into the sideport issues. Thirty minutes after the use of the sheath when the vizigo sheath was flushed while having a soundstar catheter inside, air was withdrawn. Therefore, the soundstar catheter was pulled out from the sheath and the sheath was flushed. However, air was continuously withdrawn. The issue was resolved by replacing the sheath with another new one. Hemostatic valve failure. The hemostatic valve itself was not damaged. No patient consequence reported. Additional information was received on 06-jan-2025. The section where the issue was observed was the hemostatic valve. The hemostatic valve had air leakage. The hemostatic valve was not broken/cracked. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. Air was drawn into the side port. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. Additional information was received on14-jan-2025. No needle product was used with the vizigo sheath.